Manufacturer narrative:
An arjo investigator has examined the device and the lift shows signs of wear with chipped and worn paint on the legs. No damage was done to the lift during the incident. The castor has scrape mark on it. Function tests show that this unit was up to manufacturer specifications. This lift is being driven over a high threshold in the doorway leading from the bathroom to the hallway. The facility also has an elevator that has a high threshold where this lift is being taken over. The root cause of this incident is most likely caused by a loose screw holding the wheel. The screw has been loose for a while and has finally sheared off. The preventative maintenance schedule has not been followed. Customer obligations are to visually check mechanical attachments every week. The fault should have been detected by this check. Qualified personnel shall check mechanical attachments every year, every 2nd year replace wheel parts (wheels may require more or less frequent service/replacement due to heavy use of product and exposure to aggressive environment). Qualified personnel, using correct tools and knowledge of procedures must carry out the qualified personnel action check. Failure to meet these requirements could result in personal injuries and/or unsafe product. According to the incident evaluation form, the last date of maintenance/service is unknown and performed by customer. A change notice will, regardless of this incident, be implemented to facilitate an every 2nd year replacement program of the castors by including a new bold in the replacement kit. This will reduce the risk of wear and tear causing accidents.

Event description:
The facility reports, that the front castor sheared off the unit, when transferring the patient over the bathing room floor threshold on second floor. The lift tipped slightly, but was caught before falling over.